Manufacturer narrative:
This supplemental report was created to update b5: describe event or problem and g2: report source. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the infected area was debrided. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the infected area was debrided. There were no additional adverse patient effects reported. This pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, during debridement, the device was repositioned due to infection. Additional information indicated that this rv lead was exposed, this lead was repositioned as the infected area was debrided, but the rv lead was damaged when the adhesion was detached. Therefore, the rv lead was left in the subclavian vein, and a stump treatment was performed. There were no additional adverse patient effects reported. This device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.